Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 409 mg/dl and current blood glucose was 97 mg/dl. The customer stated that, there were a pump issues last night put on belt clip and crushed tubing states that the pump did not alarm for 6 hours this morning and did get alarm no delivery alarm. Customer reported the following symptoms related to their high blood glucose were tired nausea. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The customer treated high blood glucose with the bolus. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.